Event description:
This case was cross referred with cases: (B)(4) (cluster) this spontaneous case from united states was received on 29-jan-2018 from healthcare professional (registered nurse) this case concerns (B)(6) female patient who initiated treatment with synvisc one and on the had extreme pain all night, also, device malfunction was identified for the reported lot number. No medical history, previous medications, concomitant medications and concurrent conditions were reported. Concomitant medications included: atenolol, amlodipine besilate (norvasc), propafenone hydrochloride (rythmol), clopidogrel bisulfate (plavix), meloxicam. Medical history: stroke, high blood pressure and atrial fibrillation. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection at a dose of 6 ml once for osteoarthritis left knee and knee pain (batch/ lot number: 7rsl021 and expiry date: may-2020). On the next day, (B)(6) 2017 patient had extreme pain all night. She was instructed to take tylenol, elevate and ice. Corrective treatment: tylenol, elevate, ice for had extreme pain all night outcome: unknown for all events seriousness criteria: important medical event for device malfunction an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Reporter causality: related pharmacovigilance comment: sanofi company comment dated 29-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced knee pain. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.